Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the data file was provided for review. The customer's report was observed during review of the data files. However, without receipt of the device root cause could not be firmly established using the files. Analysis of reports of this type has not identified an increase in trend.